Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a missing end cap sticker, broken reservoir tube lip and broken battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of about 200 mg/dl. The customer reported that some of the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump might have been banged in the toilet in the past. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.